Event description:
Customer reports to have received a motor error alarm and no delivery alarm while attempting a bolus delivery. Customer's blood glucose was 410 mg/dl and blood glucose at the time of call was 139 mg/dl. Customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer is able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error or no delivery alarms noted. The motor was tested outside the device and passed. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).